Event description:
The patient stated that she put on a v-go on 08/21 at 6am which she put on the left side of her stomach. The patient stated that the v-go fell off her stomach at some point during the day and she just noticed it when she got home at 6pm.